Manufacturer narrative:
E1:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope's image was black. The issue was found during reprocessing. No harm reported. There was no patient involvement.